Event description:
It was reported to philips the device did not shock the patient. The user tried four times, however, the device did not discharge and presented a message of high impedance. The user completed treatment using another defibrillator. The device was reported to be in use on a patient, causing a delay in life saving therapy requiring another device to continue treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. This customer reported that, when the user attempted to deliver synchronized shocks to a 4 month old post-operative patient, they received messages stating the shocks were not delivered. The involved patient had a clear, adhesive post-operative dressing on the chest. The user applied external paddles over this adhesive dressing when attempting to deliver energy. The customer provided a photograph of the ECG strips from the event on (B)(6) 2021. The user attempted three shocks at 4j and one shock at 2j. None of the shocks were delivered; the event file shows that there were four ¿no shock delivered¿ messages. The user switched to a different device to treat the patient and they reported that there was no harm to the patient. The heartstart mrx instructions for use (publication 453564307761 - page 79) describes the steps users must take when delivering energy via external paddles, as were used in this case. The user is directed to ¿apply paddles to the patient¿s bare chest¿. ¿the sternum paddle contains a patient contact indicator (pci) with pci icons. Orange or red lights on the pci indicate poor patient contact. Adjust paddle pressure and placement to optimize patient contact. Green lights on the pci indicate good contact is established.¿ the customer reproduced the issue by placing the same type of adhesive dressing over the contacts of a defibrillator analyzer and attempting to deliver a shock. The paddles did not deliver the shock and a ¿high impedance¿ message was returned. The customer resolved the issue by informing staff to apply external paddles to a bare chest and to observe the pci indicator to assess the paddle to patient contact. The device passed all testing and was returned to use. There was no malfunction of the device. This was a use issue where the customer attempted delivery of energy through an adhesive chest dressing where energy needs to be delivered to a patient¿s bare chest. The defibrillator and external paddles remain with the customer.

Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips the device did not shock the patient. The user tried four times, however, the device did not discharge and presented a message of high impedance. The user completed treatment using another defibrillator. The device was reported to be in use on a patient, causing a delay in life saving therapy requiring another device to continue treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported.